Event description:
The manufacturer received information alleging a ventilator had pressure issues. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The ventilator's porting block adaptor tubing was reconnected to the pca manifold to address the issue.